Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Initial qa inspection of the skin graft mesher, revealed moderate cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb did not appear to be damaged. The roller gear showed moderate wear. The roller shaft extension and the roller shaft extension end corners appeared to be in good condition. The customer ratchet fit on the roller shaft extension and operated as intended. The 1.5:1 ratio cutter, gear showed moderate wear. The 2:1 ratio cutter gear showed minimal wear. The mesh test was performed using the customer¿s mesher, customer ratchet, and 1.5:1 ratio cutter which resulted in an unacceptable mesh as the only acceptable meshed area was to the right and left sides which was approximately a 60% area and the center area, 40%, either had perforations that could not be easily pulled apart or there were no perforations. The 2:1 ratio cutter was tested with the customer¿s mesher and customer ratchet, which resulted in an acceptable mesh as the entire meshed area did have fully formed perforations. The cutters were tested using the qa mesher to determine if the mesh issue is connected to the customer mesher or customer cutters. The mesh test was performed using the qa mesher, customer ratchet, and customer 1.5:1 ratio cutter, serial number 1406134, which resulted in an unacceptable mesh as the only acceptable meshed area was to the right and left sides which was approximately a 60% area and the center area, 40%, either had perforations that could not be easily pulled apart or there were no perforations. The customer 2:1 ratio cutter was tested with the qa mesher and customer ratchet, which resulted in an acceptable mesh across the entire mesh area. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged gear, roller and comb. The 1.5:1 ratio cutter, produced an incomplete cut after the collars, bushings and gear were replaced. This cutter was then subsequently deemed non-repairable. The 2:1 ratio cutter, produced a passing cut after the gear, bushings and collars were replaced. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since it is unclear with the information that was provided which cutter was being used during the reported event. However, during the initial inspection it was noted that the 1.5:1 ratio cutter did not produce an acceptable test mesh and was deemed non-repairable. It is unclear with the information that was provided which cutter was being used during the reported event. However, during the initial inspection it was noted that the 1.5:1 ratio cutter did not produce an acceptable test mesh and was deemed non-repairable. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the unit produced incomplete mesh. No adverse events have been reported as a result of the malfunction.